Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H3: the revision reported was likely the result of tibial insert prosthesis wear leading to insert fracture. Per the attached pre-revision radiographs and provided devices, possible causes that contributed to the prosthesis wear include high stress loading of the posterior tibial insert, malalignment of the knee components, inclusion of the insert in the packaging recall, or any combination of the preceding factors. However, the contributions of the potential causes to the overall sequence of events cannot be confirmed.

Event description:
As reported, approximately 4 years post the initial right total knee arthroplasty, the patient needed to be revised because of the wrong packed liners and wear of the liner. Some pieces broke apart from the liner and were removed. The patient experienced swelling and pain. The patient was in stable condition following the event.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.